Manufacturer narrative:
The used product was not returned and no unused products from the same lot were returned for investigation. No photos were sent. No deviations identified in manufacturing records for the lot. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of occurrence, should the device or additional information be received, a follow up report will be filed.

Event description:
Reported from (B)(6). According to the reporter (a pharmacist, who had received information from an orthopedic) a patient using a catheter experienced it broke during withdrawal. The remaining piece was removed in hospital care.